Manufacturer narrative:
Complaint confirmed. There is clear breakage at the proximal end of the drill bit, where it attaches to the drill. The root cause of the failure mode could not be determined, but it is most likely the result of excessive mechanical forces applied by the user during insertion.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a triple arthrodese surgery the drill broke off at the ao attachment. The surgeon was able to retrieve the par tout of the patient. There was no harm for patient, operator or third party reported. The surgery was finished successfully with the same device anyway. It was not necessary to switch the surgical technique or do a second surgery.